Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the information received from our field service engineer (fse) the ventilator failed internal leakage test during pre-use check. There was no patient involvement. The reported issue has been confirmed during evaluation of received problem description and service report and log files. Our field service engineer (fse) was on-site for further investigation and could resolve the issue by cleaning of safety valve membrane. Afterwards, the ventilator passed all functional and safety test and was returned for clinical use. The root cause of the issue has not been determined, however, as the issue was solved by cleaning the most probable cause is that dirt, particles or dust had stuck on the connections, seals or membranes and caused improper sealing.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-n, corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n, corrected version or model #: 6688600 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref (B)(4).